Event description:
An x-ray examination revealed that one ha screw l3 was broken. During surgery, surgeon discovered that tow other ha screws were also broken, an additional on in l3 and one in s1. This event occurred outside of the us, in (B)(6).

Manufacturer narrative:
Engineering evaluation pending return of device for evaluation.